Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 145 mg/dl. The customer stated that all buttons are not responding. The customer was asked if recalls any significant events leading to the keypad issues and said no. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer wa advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.